Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 46 mg/dl after customer entered the incorrect numbers while calculating a food bolus. Customer consumed juice to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.